Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer sat down with the pump in water for a few minutes and upon coming out, the pump was no longer responsive and would not turn back on. The pump was at 95% battery life prior to the event. There was no reported impact to the customer's blood glucose level.